Event description:
Received electronic report from a peritoneal dialysis pt who reported they manually had to prime these lines for treatment. The pt was contacted and the pts' wife reportedly used a dry line that was not primed for the peritoneal dialysis therapy. The therapy was completed as prescribed with the use of these lines. It was learned in 2007, that the pts' wife noticed that the effluent became cloudy with some sediment that was seen. Also, her husband had developed a fever and had some nausea. The pt was seen and evaluated in the clinic three days before, and was diagnosed with peritonitis. The pt rec'd antibiotiotic therapy. A companion set is available for eval. It was also learned that this pt had not fully recovered from peritonitis and will continue with antibiotic therapy at this time. Also, this pt is able to continue peritoneal dialysis at this time.